Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
This patient on peritoneal dialysis (pd) reported he was hospitalized in relation to pd. However, there were no direct allegations that the peritonitis was related to products. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count. The nurse stated she does not have organism results, if any, available from the hospital. The patient was treated with antibiotic therapy with intra-peritoneal (ip) ceftazidime (dose unknown) for peritonitis. At the time follow-up was completed, the patient was still hospitalized pending discharge. The nurse states the patient is expected to resume pd therapy with the same cycler. Per the pd nurse, the patient is recovering from the event. The pd nurse was not able to identify the exact cause of the peritonitis due to lack of organism results in pd culture. However, the pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This patient on peritoneal dialysis (pd) reported he was hospitalized in relation to pd. However, there were no direct allegations that the peritonitis was related to products. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count. The nurse stated she does not have organism results, if any, available from the hospital. The patient was treated with antibiotic therapy with intra-peritoneal (ip) ceftazidime (dose unknown) for peritonitis. At the time follow-up was completed, the patient was still hospitalized pending discharge. The nurse states the patient is expected to resume pd therapy with the same cycler. Per the pd nurse, the patient is recovering from the event. The pd nurse was not able to identify the exact cause of the peritonitis due to lack of organism results in pd culture. However, the pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event.